Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer found the probes to be dirty. A field representative went onsite to evaluate the device and found the cell blank water level to be 30mm. Further investigation by the manufacturer determined the issue was related to a customer handling error and the water conductivity was found to be out of specifications. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas c702 analyzer. There was an erroneous result for calcium gen. 2 for one patient. The patient was a (B)(6) male. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.